Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported that due to the server being down they were on their way to take the patient to the hospital as his glucose was very high, his ketones were as high as they can measure, and he was nauseated and vomiting. It was reported that the follow app not displaying values (3 dashes) was reported. Data was provided for investigation. Confirmation of the allegation was confirmed via data. The probable cause was determined to be no current egv in share for follower via data.